Event description:
It was reported that this pacemaker device exhibited oversensing noise. The health care professional (hcp) called technical services (ts) and requested further review of the device presenting electrogram (egm). Upon review, ts noted that the noise lasted greater than two seconds, however the patient appears to not be pacing dependent. It was noted that during a previous clinic visit, the pacemaker device was inadvertently reprogrammed from bipolar pacing to unipolar. Ts noted on the egm that shortly after the reprogramming, a drop in right ventricular (rv) lead impedances that remained within normal limits and the oversensed noise on the rv channel were observed. Ts discussed the review findings with the hcp and recommended programming optimization options. Subsequently, the hcp reported that the issue was resolved through reprogramming of the device settings, and they will continue to monitor the patient. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device exhibited oversensing noise. The health care professional (hcp) called technical services (ts) and requested further review of the device presenting electrogram (egm). Upon review, ts noted that the noise lasted greater than two seconds, however the patient appears to not be pacing dependent. It was noted that during a previous clinic visit, the pacemaker device was inadvertently reprogrammed from bipolar pacing to unipolar. Ts noted on the egm that shortly after the reprogramming, a drop in right ventricular (rv) lead impedances that remained within normal limits and the oversensed noise on the rv channel were observed. Ts discussed the review findings with the hcp and recommended programming optimization options. Subsequently, the hcp reported that the issue was resolved through reprogramming of the device settings, and they will continue to monitor the patient. At this time, the device remains in service. No adverse patient effects were reported.